Event description:
Customer reports the compact plus system produced a level 1 control result of 708 mg/dl, which is outside the meter reading range of 10-600 mg/dl. No actions taken based on device results. No adverse event reported. Requested return of suspect device and replacement was sent.